Event description:
It was reported that the device buttons are sticking causing the device to continually coag/ablate unintended. Procedure was completed with a back-up device. No delay or patient injury reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection under magnification shows no electrode wear with dried tissue on the screen. There is minor discoloration from a short time of activation. There are no manufacturing abnormalities observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and performed as intended. The wands ablate and coag finger switches were then activated and performed as intended. At no time during functional testing the wand continued to activate while the finger switches were not pressed. The suction line performed as intended. The complaint could not be verified as the returned device performed as intended. The root cause could not be determined with confidence as there are several factors which could have contributed to the reported event such as: more than one wireless foot control assembly in the general vicinity could have the same frequency; therefore, inadvertently allowing activation, or the ambient super turbovac 90 ifs with integrated finger switches were inadvertently pressed. There were no indications that would suggest that the reported device did not meet product specifications upon release into distribution.